Manufacturer narrative:
Date rec¿d by MFR has been corrected to include healthcare provider as a report source. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative. The rep stated the family reported the event to them the day of the surgery to replace the pump ((B)(6) 2019).

Manufacturer narrative:
Of note, the contact information of the family member was not provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative. The rep stated that the expected and actual residual volumes in the refill history were not available. The information had been confirmed with the healthcare provider/account.

Manufacturer narrative:
Pump was returned for analysis. Analysis found pump/miscellaneous/failed lab dispense test/above spec. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was receiving hydromorphone, 30 mg/ml conc entration at 0.189 mg/day dose, clonidine, 200 mcg/ml concentration at 1.26 mc/day dose and lioresal, 120 mcg/ml concentration at 0.76 mcg/day via intrathecal drug delivery pump for non-malignant pain. It was reported that prior to replacement, patient's family stated at last refill that patient "felt like received a bolus amount of drug". As soon as drug was withdrawn, the feeling went away- stated to the rep on the day of surgery. Patient had loss of therapy and pump was placed due to end of service (eos). The healthcare professional was notified (B)(6) 2019 of incident and saw patient. It was reported "patent without incidence". Patient was given oral medication and pump placed at minimum rate and scheduled replacement on (B)(6) 2019. No further complications were reported.